Event description:
It was reported that the patient presented to the clinic for a scheduled follow up and experiencing episodes of dizziness and arrhythmia. Upon interrogation, it was noted that the patient's pacemaker exhibited no output and had failed to be interrogated due to radiofrequency (rf) telemetry was not available and no magnet response. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.